Event description:
It was reported that the patient presented in clinic for a follow up check. Upon interrogation, noise were noted on the right atrial (ra) lead. The physician suspected lead fracture. The right atrial lead was capped and replaced on (B)(6) 2022. There was no adverse effect to the patient before or after the procedure.